Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer sets separated from the silicone tubing. The separation occurred while the device was being used by a patient for pd therapy. There was no patient injury or medical intervention associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.